Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate shocks. The patient has a left ventricular assist device (lvad), therefore, concerns about noise and oversensing were present. No additional adverse patient effects were reported. At this time, this device remains in service.